Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for implant. It was noted that high capture thresholds were observed on the lead though repositioning was attempted several times. The lead was exchanged and the issue was resolved. The patient was stable.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead with the exceptions of damages consistent with those occurring at the time of the procedure.